Event description:
Customer reported that her blood glucose level was high and wouldn't go down. Blood glucose level was 267 mg/dl at the time of the call. Customer treated with a bolus. Customer reported having a low blood glucose level of 45 mg/dl during the night prior to call. Customer reported treating with a glucose tablet. Troubleshooting did not show any malfunction of the insulin pump. No further information was provided.

Manufacturer narrative:
This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.